Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: from the information obtained, the foreign object could not be identified. From the information obtained, the cause of the residual foreign body may have remained because the reprocess deviated from the instruction manual. In addition, the following reportable malfunctions were identified during the device evaluation: the inside of the illumination lens was discolored and lighting lens adhesion was missing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited that there was a foreign object in the forceps table. There was no patient involvement.